Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) (test strip lot 101954), is related to case with patient identifier (B)(6) (unknown test strip lot).

Event description:
On (B)(6) 2021, the patient received the following results within 15 minutes: 352 mg/dl (unknown test strip lot) at 4:02 p.m., 121 mg/dl (test strip lot 101954) at 4:05 p.m., 116 mg/dl (test strip lot 101954) at 4:07 p.m., and 112 mg/dl (test strip lot 101954) at 4:09 p.m. On (B)(6) 2021, the patient received the following results within 15 minutes: 116 mg/dl (test strip lot 101954) at 9:42 p.m., "lo" mg/dl (less than 20 mg/dl with test strip lot 101954) at 9:45 p.m., and 97 mg/dl (test strip lot 101954) at 9:49 p.m.